Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Needle attachment results before releasing the product were 3.00 kgf in average and 2.58 kgf in minimum and fulfilled OEM. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM requirement. Knot pull tensile strength results before releasing the product were 5.13 kgf in average and 4.95 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked. Final conclusion: although the results of the samples received fulfil the specifications of OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: argentina. The customer says that the thread follows the needle, and that the thread tension is not resistant.